Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose on (B)(6) 2020 with unknown blood glucose. The customer experienced symptoms such as stress. The customer was treated with syringes. The customer was wearing the insulin pump during the hospitalization. Auto mode feature was not active at time of high blood glucose event and based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.